Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of bad battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad battery. This condition was found in the general pt ward. It is unknown when this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The software version is currently unknown at this time.